Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the sigma tibia impactor broke in half while impacting the implant. Additionally, the universal insert handle broke while impacting femur. Lastly, it was also reported that the size 2.5 femoral trial broke while removing femur post trialing. No surgical delay reported.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned device revealed the jack pin feature was missing. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. H10 additional narrative: added: d4, d10, h4. Corrected: h3.